Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the colonovideoscope had a fuzzy image. The issue occurred before a therapeutic colonoscopy procedure. The procedure was carried out with a different device. There were no reports of patient harm.